Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site biomedical engineer reported that, while outside of a procedure, intermittent communication between the right side tracker on the imaging system and a navigation system. The site reported that the issue is resolved by opening and closing the covers of the gantry or manually adjustment by the user. No additional information was provided. There was no patient present when this issue was identified.